Event description:
A customer reported that while using the arjo device and arjo sling, the resident fell from the sling and sustained a fracture. Information collection is ongoing as the customer has provided limited information about the incident.